Manufacturer narrative:
Additional information provided by the author, tatsuo nakagawa: one case in the article developed anastomotic stenosis after surgery. He was a (B)(6) year-old male person, 160cm tall and (B)(6) in weight. His initial is (B)(6). The anastomotic stenosis was most probably due to postoperative pneumonia and I believe there is no causal relationship between pneumonia and v-loc suture because the patient had a severe copd and a difficulty of spitting out after surgery. The lot number of the device was not recorded.

Manufacturer narrative:
(B)(4). Nakagawa, tatsuo, chiba, naohisa, ueda, yuichiro, saito, masao, sakaguchi, yasuto, + ishikawa, shinya. (2015). Clinical experience of sleeve lobectomy with bronchoplasty using a continuous absorbable barbed suture. Gen thorac cardiovasc surg, volume 63, pp. 640-643. Doi 10.1007/s11748-014-0517-4.

Event description:
According to the reporter, a clinical study was performed on two patients at (B)(6). The reporter experienced two cases of right sleeve upper lobectomy including one case of completely thoracoscopic surgery and two cases of upper-middle lobectomy to date using continuous suturing with the v-loctm 180. There were no surgical problems with the bronchial anastomosis such as cutting or loosening of the suture, and a leak test after anastomosis was negative in all cases. One patient developed pneumonia, which was successfully treated with antibiotic therapy. Bronchial stenosis in the anastomotic area was found in the same patient 4 months postoperatively on follow-up fiberoptic bronchoscopy, which did not require treatment. Nakagawa, tatsuo, chiba, naohisa, ueda, yuichiro, saito, masao, sakaguchi, yasuto, + ishikawa, shinya. (2015). Clinical experience of sleeve lobectomy with bronchoplasty using a continuous absorbable barbed suture. Gen thorac cardiovasc surg, volume 63, pp. 640-643. Doi 10.1007/s11748-014-0517-4.